Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for a follow-up, the device was found to be in backup vvi mode. The device was explanted and replaced. The patients condition is good after the event.